Event description:
The facility reported the pump overinfused penicillin to a pt. The clinical setting reported "IV 250cc was hung at 1500 in 2003. Programmed to run at 10cc/hr. At 2130 pump alarmed and bag was empty. Penicillin. No holes in bag. No fluid on floor. Pump removed. Md notified". The hosp rep stated that there was no report of pt incident or need for medical intervention. Although attempts were made by baxter quality management to obtain additional info from the reporting facility, details were not available regarding pt demographics or set up of the device. No additional contacts were provided.